Event description:
It was reported that several hours after the stenting procedure with the acculink stent and an xact stent in the left internal carotid artery, the patient developed severe aphasia. This was classified as an acute left hemispheric stroke with persistent aphasia. The CT scan of the head was negative. The patient's condition remains unchanged. Speech therapy was provided and the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the rx acculink carotid stent system, instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.